Manufacturer narrative:
After battery installation unit gave an unexpected blank/white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including selftest, sleep current measurement, active current measurement or displacement test due to display anomaly. Unit received with cracked case (battery tube) and cracked case-corner of belt clip rails.

Event description:
The customer reported via phone call that they had damage to the housing of his insulin pump. The customer¿s blood glucose level was 200 mg/dl. The insulin pump will be returned for analysis.